Event description:
The consumer reported the implantable neurostimulator (ins) was removed due to infection. The leads remained implanted as they were to receive a new ins in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.